Manufacturer narrative:
The device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. There was not enough intact shell for break testing. D8 & d9 updated.

Event description:
Left side suspected rupture.